Manufacturer narrative:
(B)(4) - the evaluation findings of stent partially deployed. A visual examination of the returned device revealed that the distal end of the stent was partially deployed by 4 mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. Additionally, it was noted that the shaft was kinked at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the cardiac region of the stomach on (B)(6) 2012 during a stent placement procedure. According to the complainant, while attempting to deploy the stent, the physician felt strong resistance during an attempt to retract the suture. Reportedly, "the delivery shaft got warped" when they attempted to retract the suture and they were unable to deploy the stent. It was noted that the patient's stomach had been partially resected and may have contributed to the kink in the delivery system. The device was removed from the patient and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure. This event has been deemed a MDR reportable event based on the investigation results, which indicate that the stent was returned partially deployed.